Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced lightheadedness, palpitations and dizziness ongoing for two weeks. High impedance, noise, possible loss of capture and oversensing on stored electrograms (egm) were also noted. It was noted that the right ventricular (rv) lead had a cathodal fracture. The lead was reprogrammed and ultimately, explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.